Manufacturer narrative:
(B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp)'s battery was not charging. There was patient involvement but no harm reported. A getinge field service engineer fse was dispatched to evaluate the unit. The fse checked the cardiosave's logs and no faults were recorded. The battery in bay 2 passed battery maintenance. The fse checked both battery bays and they were both reading. The fse started battery maintenance on bay 1 since it was due in less than a week. Both batteries completed battery maintenance. The fse was unable to replicate the fault. Both batteries passed the run test and full protocol. The fse completed product inspection per customer/manufacturer requirements. The cardiosave was ready to be used.